Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5072-45 implantable pacing lead; p1501dr implantable pulse generator (ipg). (B)(4).

Event description:
It was reported that the atrial (a) lead showed oversensing. It was also noted that the right ventricular (rv) lead had an apparent fracture, oversensing, and unacceptable thresholds. An x-ray confirmed a subclavian crush. Both leads were capped and new leads were implanted. The device was replaced at the same time with no alleged performance issues. No patient complications have been reported as a result of this event.

Event description:
It was further reported that approximately six months prior to replacement, the right ventricular (rv) lead exhibited noise and the right atrial (ra) lead exhibited noise and far field oversensing.